Event description:
F/u study on pt determined that the device was not pacing or sensing properly. The aicd was explanted and troubleshot. The lead impedance was 260 ohms compared to 630 ohms during implantation. Further investigation showed a degradation of the insulation between the sense and pace wires approx 10.5 cm from the tip of the sense/pace connector. This degradation appears to have allowed the entrance of fluids into the cable between the wires. It was noted that mild pressure on the cable allowed the two wires to touch.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, visual examination. Results of evaluation: inadequate quality assurance, manufacturing, material degradation/deterioration, insulation. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.